Manufacturer narrative:
Failure analysis revealed that the insulin pump returned with no battery installed. The insulin passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the he had a heart attack while bicycling. No further information was provided.